Event description:
It was reported that a patient's device was turning off unexpectedly and it had to be checked 'all the time.' The reporter stated that when they tried to turn the device on, it would beep and then turn off within a minute or two. It was stated that the security system at (B)(6) was the reason the device was turning the left device off. Usually when that happened they would turn stimulation back on when they get home. It was stated that the patient might have been off for 'a couple of days' because his behavior was different. It was noted that the patient saw their doctor in (B)(6) 2012 and the doctor said that the device was close to needing a replacement. The patient was able to turn the device back on and confirmed that all three green lights were illuminated. It was also noted that there was no other magnetic inference that the reporter could identify besides (B)(6). The patient was going to make an appointment with their health care provider. No further information was reported.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v265356, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v265356, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported that the event was related to the left device. However, additional information received reported that the issue was with the right device. Please refer to MFR report # 3004209178-2013-01282, as any further information will be reported on the right side device.

Manufacturer narrative:
Product ID: 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 3387s-40 lot# v265356, implanted: 2009 (B)(6), product type lead product ID: 3387s-40 lot# v265356, implanted: 2009 (B)(6), product type lead. (B)(6).